Event description:
The sideport broke off the sheath while flushing, prior to insertion in the pt. There were no consequences to the pt.

Manufacturer narrative:
One agilis introducer, 8.5f dilator and a guidewire assembly were received for eval. Review of the device history record confirmed, this device met mfg requirements prior to shipment. Visual inspection confirmed the extension tubing was torn (broken) at the side port of the hemostasis body of the agilis introducer. A quality improvement project has been initiated to address sidearm detachments. Date report submitted to the FDA by MFR: 11/05/2009. Date the initial reporter provided the info to the MFR: 10/23/2009. There were no reported consequences to the pt.